Event description:
It was reported the patient was being monitored by an mx40 telemetry device when they passed away. Additional information has been requested.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Several attempts were made to contact the customer directly for additional information and clarification of the event. The customer has not provided the requested information and no further details were provided. The customer returned the device to bench repair due to the touchscreen not working. It was reported the device was involved in a death and in addition the touch screen is malfunctioning. Therefore, the touchscreen issue has not been alleged to have caused or contributed to the patient's death. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing confirm the touchscreen did not work due to corrosion on the flex cable. The device produced audible sound and no other issues were identified. Due to the limited information available the root cause of the customer's allegation is unable to be determined.